Manufacturer narrative:
E1. Initial reporter country was updated to japan. Device evaluated by MFR: the complaint device was received for product analysis. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the core wire is no longer seated inside the hub and is able to freely move. Microscopic examination revealed no additional damages. Operations engineering reviewed the device and confirmed that the core wire is able to move freely but also found a mark inside the hub left by the core wire. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found that the core wire is able to move freely. No other issues were identified during the product analysis.

Event description:
It was reported that device contamination occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 6.0mmx40mmx135cm (4f) sterling balloon was selected for use. However, upon opening the package and removing this device, there was a wire-like object in the inflation lumen. They are being collected together and the procedure was completed with another of the same device. No patient complications nor injuries were reported.

Event description:
It was reported that device contamination occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 6.0mmx40mmx135cm (4f) sterling balloon was selected for use. However, upon opening the package and removing this device, there was a wire-like object in the inflation lumen. They are being collected together and the procedure was completed with another of the same device. No patient complications nor injuries were reported.